Event description:
A malfunction alarm identified as malf 12 was reported, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with this process. After the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again, which the customer acknowledged and understood.